Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire did not advance in the patient and kinked inside the patient. It happened with two guidewires in a row. There was no patient injury, but the insertion site was changed.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and an introducer needle from an arterial sac kit. Signs of use in the form of biological material was observed on the guide wire assembly. Visual analysis revealed that the guide wire was severely kinked towards the distal end. Additionally, during functional testing, a blockage was encountered within the needle cannula. Further analysis revealed that the blockage was a build-up of congealed biological material. Additional comparison revealed that the returned guide wire does not match the guide wire supplied within the reported finished good. The returned guide wire appears to be consistent with the nitinol combination design with no j-bend present at the distal tip. The guide wire supplied within the reported kit has a fully coiled design with a j-bend present at the distal tip. Based on these discrepancies, it can be concluded that the returned guide wire is not the same guide wire supplied within the reported finished good. The kinking in the guide wire measured 13mm from the distal weld. The guide wire total length measured 450mm which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .45mm which is not within the specification limits of .610mm-.635mm per the guide wire graphic. The cannula inner diameter measured .0410" which is within the specification limits of .0410"-.0430" per the cannula graphic. The cannula outer diameter measured .0500" which is within the specification limits of .0495"-.0505" per the cannula graphic. The discrepancy with the guide wire outer diameter further supports the fact that the returned guide wire is not the same guide wire normally packaged within the reported finished good. The returned guide wire was inserted through the needle. Major resistance was encountered, which prevented the guide wire from passing. A long pin gage was inserted through the cannula and large amounts of congealed biological material were observed exiting the bevel-end. This congealed biomaterial likely contributed to the resistance encountered by the customer. Once the blood was cleared from the cannula, a pin gage with a diameter of .041" was inserted through the cannula. Little to no resistance was encountered. Performed per IFU statement "insert desired tip of spring wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel". A manual tug test confirmed that the distal weld was secure and intact. The coils also appeared to be secure at the connection point between the coils and the non-coiled section. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide". The report of swg/needle resistance-kinked was confirmed through complaint investigation. Visual and functional analysis revealed that large amounts of congealed biological material was blocking the needle cannula. Despite this, dimensional and visual analysis also revealed that the returned guide wire does not match the guide wire provided in the reported finished good. The returned needle matched the needle supplied in the reported finished good kit and met all relevant dimensional requirements. Additionally, a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the customer report, the sample as received, and the discrepancy between the reported guide wire and returned guide wire, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire did not advance in the patient and kinked inside the patient. It happened with two guidewires in a row. There was no patient injury, but the insertion site was changed.